Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled, "same-level fracture of the tibial metal tray and polyethylene insert after total knee arthroplasty'. Literature article "same-level fracture of the tibial metal tray and polyethylene insert after total knee arthroplasty" by jong yeal kang et al. Published by case report doi: 10.3928/01477447-20160513-03 was reviewed. The article purpose: to describe a case with fracture of the tibial metal tray and pe insert 10 years after primary tka. The article reports: a (B)(6) year-old woman presented with extremely painful instability in her left knee after suffering a fall. She was implanted with a depuy amk knee implant 10 years prior. Radiographs revealed a fracture of the left tibial tray as well as the tibial insert. It is unknown whether or not the fracture caused the fall of vice versa, therefore we will code for it regardless. She was treated by a total revision surgery where all components were replaced with a competitor product. Patella resurfacing and cement usage/manufacturer were not mentioned within the article. Depuy products involved: amk knee system. Complications: implant fracture (1), surgical intervention (1), medical device implant removal (1).